Manufacturer narrative:
Correction to section d4. Primary UDI number (B)(4) and to section g4. PMA/ 510(k) k213264. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Per internal review on 18-jun-2024, it was identified that the g3 date received by manufacturer date on the initial report was mistakenly indicated as 8-sep-2023. The actual date is 12-sep-2023, which was when it was confirmed that there was no error message identified in the carto system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter email: (B)(6). The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an focal atrial tachycardia right (focal at right) ablation procedure with a carto 3 system and a map shift occurred--the anatomy was shifted with the position of the catheter but they are sure they didn¿t have any. The medical team chose to continue the procedure with the map in that shifted state due to the physician's level of experience. The procedure was completed without patient consequences or surgical delay. The map shift is MDR-reportable.

Manufacturer narrative:
On 24-oct-2023, the product investigation was completed. It was reported that a patient underwent an focal atrial tachycardia right (focal at right) ablation procedure with a carto 3 system and a map shift occurred--the anatomy was shifted with the position of the catheter but they are sure they didn¿t have any. The medical team chose to continue the procedure with the map in that shifted state due to the physician's level of experience. The procedure was completed without patient consequences or surgical delay. Device evaluation details: the field service engineer confirmed that the software was reimaged. Acceptance testing procedure (atp). The system was operational. Service was completed. The issue was investigated by the device manufacturer. It was found that map shift caused by mapping with different metal values below warning level. The issue is related to an identified defect. Internal corrective actions have been opened for the map shift and software issues. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).